Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2015, a 21mm trifecta valve was implanted into a patient. The valve stayed implanted for seven years. During the last year, the patient had evidence of aortic valvular stenosis via echocardiogram. The valve was explanted on an unknown date, and upon inspection there was a large pannus protruding under the valve. The valve was replaced with a 23mm non-abbott device. The patient is reported to be stable.

Manufacturer narrative:
An event of aortic stenosis was reported. A returned device assessment and histopathological examination could not be performed as a valve-in-valve was performed so device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.